Event description:
It was previously indicated in the initial medwatch report that the physician returned the lever to its original position (to park the foot), then withdrew the device until the guide wire port exited the puncture site. This information is clarified as: when the physician returned the lever to its original position (to park the foot), the device was pulled to the point where the distal guide (where the foot should have been housed inside) had just come out of the surface of the puncture site.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The device was returned for analysis; however, it was inadvertently misplaced at the manufacturing facility prior to evaluation. The lot number was provided. The user experience of foot retraction issue/ the posterior foot was not completely stored/housed inside the distal guide and part of the posterior foot, approximately 2mm in length, was sticking out of the distal guide, and intimal observed to be caught on the anterior foot is consistent with influences that can prevent or interfere with foot retraction. These influences include, but are not limited to: user technique, anatomical conditions and manufacturing. It was indicated that the device was removed forcibly. The device instructions for use state: excessive force should not be applied in the advancement or withdrawal of this device. Forcible handling of this device should be avoided while the foot is deployed in the body. [Vessel damage or device damage / breakage may occur]. The device was used in a normal vessel without calcification. It was observed that intima (vessel tissue) was caught on the anterior portion of the foot, upon removal of the device. Tissue caught within the foot can interfere with the foot operation. The foot is a single piece that pivots on a ball jointed actuator wire. When deployed the foot raises out of the guide with anterior portion pointing distally and the posterior portion pointing proximally. The foot will remain in that position until parked (retracted into the guide), where the lever is also flush with handle. If there was obstruction to prevent parking, the direction of the foot could result in the posterior foot portion pointing up proximally and catching tissue during withdrawal of the device, as seen in this incident. During manufacturing a lot sample is tested to verify the functionality of the device. This lot met acceptance testing specifications. To help ensure the foot performs according to specifications, they are subject to inspection during the manufacturing process. The most probable cause for the reported foot retraction issue is likely related to operational influences in the use of the device. The intimal caught on the anterior foot may have interfered with the correct parking of the foot during device removal. Review of the device lot history record (lhr) concluded there were no nonconforming material records (ncmrs) associated with this lot. In addition to the review of ncmrs, the in-process yields of the lhr were reviewed associated with the manufacture of this lot. The review concluded the in-process yields associated with the manufacture of this lot were within the expected ranges, there was no indication of a product quality deficiency. Review of the component manufacturing records was performed and concluded that there were no anomalies associated with foot retraction components (foot, actuator wire, sled, tensioner and lever). The components met specification. A query of the complaint-handling database revealed that there have been no previous similar incidents for this lot. Based on the manufacturing and complaint handling database reviews, there does not appear to be an indication of a product quality deficiency.

Event description:
It was reported that a physician attempted arteriotomy closure of a non tortuous, non-calcified common femoral artery (cfa) after an interventional procedure. The physician returned the lever to its original position (to park the foot), then withdrew the device until the guide wire port exited the puncture site. At this point it was observed that part of the posterior foot, approximately 2mm in length, was not entirely retracted within the distal guide and was sticking out. As there was no alternative way of removing the device, the device was pulled out of the patient's anatomy with the posterior foot sticking out. Then it was confirmed that intimal was caught on the anterior foot. Hemostasis was ultimately achieved by manual arterial compression. There were no adverse patient sequela reported. The physician is trained in the use of the proglide device. Though requested, no additional information was provided.